Event description:
A computed radiography (cr) 500 screen artifact was reported by the custoemr site to resemble a hypertrophic calcification in the hip area (tumor). The radiologist was able to determine that this was an artifact as it appeared in other images in the same location. There were no reports of pt injury. Kodak has reviewed the clinical and flat field images from this customer site. The type of artifact resembles an irreglar shape. It was also reported that an image artifact resembled a "rare tumor" on a chest image, and upon review of other images the radiologist noted the same artifact (resembling the "rare tumor") in the same locations as the first image.